Event description:
The customer reported a clear fluid leak of approximately 6 ml from a coulter hmx hematology analyzer with autoloader during startup. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
The customer was able to fix the leak by replacing the tubing at pinch valve pv23. A field service engineer (fse) evaluated the instrument on 05/01/2015 and confirmed that the tubing was replaced properly by the customer. The repairs were verified per established service procedures. (B)(4).